Event description:
Boston scientific received information that this patient was being evaluated for a separate issue and it was discovered that this left ventricular (lv) lead had moved. No adverse patient effects were reported. This product remains in-service.

Event description:
Additional information was received that the patient had a coronary angioplasty and was discharged from the hospital. The physician planned for the patient to have an lv epicardial lead six to nine months, after their anticoagulant medication is done. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided

Event description:
Additional information was received indicating this patient expired due to non cardiac reasons. A portion of this lead was returned for analysis.